Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: analysis of the returned device identified: red particles in the shell, weight to the spec and opening curved on anterior. A visual and microscopic analysis was performed which identified: one sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side "exchange from textured to smooth due to concern with the product." Healthcare professional additionally reported a rupture. Device has been explanted and replaced.